Event description:
The following is based on the patient's legal claim, fact sheet and implant sticker page provided to davol by the patient's attorney: (B)(6) 2012 - patient was implanted with a bard/davol flat mesh for treatment of pelvic organ prolapse. (B)(6) 2012 - patient underwent revision procedure due to recurrent rectal prolapse and recurrent incisional hernia. (B)(6) 2014 - patient underwent a second unspecified revision procedure. The patient's legal fact sheet alleges pain, erosion, urinary problems, recurrence, and vaginal scarring.

Manufacturer narrative:
Currently, it is unknown to what degree the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)